Event description:
It was reported that during the surgery, the screw broke when twisting 3-4 screw-threads into the patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Event description:
It was reported that during the surgery, the screw broke when twisting 3-4 screw-threads into the patient. All the pieces were removed. A backup device was available to complete the procedure and the same bone hole was used with no significant delay or patient injuries.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 9x30mm biosure ha screw was returned for evaluation. Visual assessment of the screw confirmed the complaint of breakage. Approximately 15mm of the distal threads have broken off and were not returned for evaluation. The screws major diameter and wall thickness was measured and found to meet print specifications. This investigation could not identify any evidence of product contribution to the reported complaint.